Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 446 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Customer already treated with manual injection. Customer stated that they did not feel okay to do troubleshooting for high blood glucose. Customer was advised to call the health care professional. The device will not return for the analysis.